Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
This case, (B)(4), is a report from (B)(6), referring to a (B)(6) male. An investigator reported this case from (B)(6), a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The subject's past medical history included pyloric stenosis, myoclonic jerks, and generalised tonic-clonic seizure. Surgical history included pyloric stenosis surgery and tonsillectomy. The subject's concurrent conditions included increased myoclonic jerks (after tonsillectomy), haemoglobin decreased, seizures, constipation, iron deficiency anaemia, neuronal ceroid lipofuscinosis, extremely active, haematocrit decreased, opisthotonic jerks, cough, bradycardia during sleep, palpable lymph nodes in lateral neck area, behavioral changes, and mild developmental delay. No allergies were reported. Concomitant medications included clonazepam, ascorbic acid/ergocalciferol/nicotinamide/retinol/riboflavin/thiamine hydrochloride, paracetamol, sodium feredetate, and valproate sodium. Ibuprofen, midazolam, and alimemazine were used as pre-medications for the subject's bmn 190 infusions. On (B)(6) 2014, a rickham ventriculostomy set, model # 82-1625 manufactured by codman and shutleff was implanted. The device lot # was reported as crlbw8. On (B)(6) 2015, the subject initiated treatment with bmn 190 (dose not reported, qow, intracisternal). The lot number for bmn 190 was l241029. On (B)(6) 2016 at 10:50, bmn 190 infusion was started. At 11:50, a wet patch was noted on the subject's pillow/dressing that secured the needle in the device. The infusion was stopped immediately. The neurosurgical team was discussing the possibility of changing the device. A grade 1 device malfunction (device malfunction) was reported. It was reported that the subject probably did not receive any amount of the study drug. It was not reported if the device was removed or returned. No laboratory or diagnostic tests were reported. No treatment for the event was reported. The outcome of the event was reported as recovering/resolving. The subject was discharged in good general condition four hours after stopping the infusion. The investigator assessed the event of device malfunction as not related to treatment with bmn 190. The investigator assessed the event of device malfunction as related to the device. Additional information has been requested and, if received, the report will be updated. Additional information received on 08-nov-2016: the severity of the event was updated from grade 1 to grade 3. On (B)(6) 2016, after neurosurgical discussion, the subject had a device review surgery. During the review, the silicone dome of the device was found to have ruptured. It was reported as the likely cause of the leakage. The reservoir was changed but the catheter was kept. It was noted that the previous reservoir was given to the site. The subject had missed his weekly infusion and will be receiving his next dose in two weeks. The replacement reservoir was a codman-holter-salmon-rickham stainless steel; base for 6 mm burr hole. Ref.# 82-1652 (expiration date: 31-jan-2021). Biomarin has assessed the event as medically significant. Additional information received on 10-nov-2016: this case has been assigned a codman & shurtleff complaint number of (B)(4).

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.